Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on 5/24/2017, with blood glucose of 23 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident, but stated the low was not related to the pump. Troubleshooting was not completed as the customer was at work. Customer also called about high blood glucose levels and sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.